Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿inflation / drainage lumen wall perforated ¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5cc sterile water 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities." The device was not returned.

Event description:
It was reported that a patient was seen in the emergency department with urinary retention and hematuria and a foley catheter was placed. The next day, the patient reported that the catheter came out when the patient felt the urge to urinate, and the balloon was not inflated. The patient inflated the balloon with 10cc's of water and noticed there was a slow leak. The catheter was discarded and there was no injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a patient was seen in the emergency department with urinary retention and hematuria and a foley catheter was placed. The next day, the patient reported that the catheter came out when the patient felt the urge to urinate and the balloon was not inflated. The patient inflated the balloon with 10cc's of water and noticed there was a slow leak. The catheter was discarded and there was no injury.